Manufacturer narrative:
Block h6: imdrf patient code e2008 captures the reportable event of unretrieved foreign material. Imdrf patient code e1906 captures the reportable event of patient infection. Imdrf impact code f12 captures the reportable event of patient serious injury. Block h11: investigation results the device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. To remove the guidewire from the hoop, first remove and discard the small blue tube from the inner diameter of the clear hoop. Advance wire until the wire is exposed out of the outer diameter of the hoop; however, was reported that the blue tube fell inside the patient. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of serious injury/ illness/ impairment, infection, and unretrieved device fragments (udf) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the stomach during a cystogastrostomy procedure performed on (B)(6) 2026. It was reported that the procedure was completed successfully. However, the patient returned to the hospital with an infection on (B)(6) 2026. A CT scan demonstrated findings consistent with internal endoscopic cystogastrostomy drainage, with the stent in satisfactory position. Significant interval reduction in the size of the dominant walled-off pancreatic collection measured 8x3cm compared with previous measurement of 11.5x4cm. On (B)(6) 2026, a second procedure was performed and during this procedure, a blue tube was retrieved from the patient's stomach. Further comparison to device packaging determined that the blue tube was from the jagwire used during the initial procedure on (B)(6) 2026. A photo of a similar device was provided and indicated the blue tube from the device that should be removed and discarded before use. It was reported that the blue tube was the one that fell inside the patient; however, per the instructions for use (IFU), to remove the guidewire from the hoop, first remove and discard the small blue tube from the inner diameter of the clear hoop. Advance wire until the wire is exposed out of the outer diameter of the hoop. A follow-up CT scan is planned in 4-6 weeks to reassess the condition prior to stent removal. It was reported that the patient's current condition is clinically well.